Event description:
This male patient with a history of acute coronary syndrome (acs), hypertension and previous pci was admitted for elective coronary evaluation. The patient was currently taking aspirin and plavix. Angiography revealed a de-novo, eccentric, calcified, type c lesion originating in the left main artery (lma) and extending into the proximal left anterior descending (lad). The lesion length was 45 mm and vessel diameter was 3.5 mm. Heparin was admitted during the procedure. Pre-dilation was conducted with a balloon (2.5/20 mm) at 20 atms for 45 seconds. 1st cypher (3.0/18 mm) was implanted distally at 20 atms for 30 seconds. And then 2nd cypher (3.5 x 33 mm) was implanted at 20 atms for 30 seconds proximal to the 1st cypher overlapping it. Post-dilation was conducted with a balloon (3.5 x 20 mm) at 24 atms for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured. The patient was discharged with orders to continue aspirin and plavix. Approximately 17 months post procedure, the patient had chest pains from one week ago. He was hospitalized due to ami, but the chest pain subsided on arrival. One week later, the patient was taken for angiogram and a thrombotic occlusion was observed in the distal end of the 2nd cypher implanted. Ivus was conducted and thrombus was observed inside the 2 cypher implanted and distally. To treat the thrombosis, aspiration and poba were conducted. The patient was discharged after three days in stable condition. Physician's comment: the probable cause of this thrombotic event was because of the patient's constitution.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In stent, thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus and tissue prolapse. Significant stent thrombosis predictors beyond one year consist of more biologic factors, including failed brachytherapy, chronic total occlusions prior myocardial infarction and patient age. In this case, the patient has a history of acs and previous stent placement. This puts the patient at an increased risk for a major cardiac adverse event. The lesion was in the lma/proximal lad, which incorporates the bifurcation with the circumflex artery (lcx). Additionally the flow beyond the lesion site was timi I. The cypher stent is contradicted in these types of lesions. High inflations pressures (20-24 atms) were utilized to pre-dilate the vessel and deploy the stents. Over expansion of devices within the coronary vessel can lead to intimal damage and scarring. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are patient, vessel, lesion and procedural factors that may have contributed to this reported thrombotic event. Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-01733 and 9616099-2008-01734.